Event description:
Patient was revised to address pain. Report also notes that cobalt levels were 13.8 and chromium levels were 1.3.

Manufacturer narrative:
Update - (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered significant pain that worsen and impaired his ability to perform normal daily activities and even walk. An MRI showed fluid collection in his hip. The patient also had excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.